Manufacturer narrative:
Device evaluated by MFR.: a 4.00 x 48mm synergy stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts on the distal section were lifted from the crimped profile. The undamaged stent od (outer diameter) was measured using snap gauge and the result was within max crimped stent profile measurement. No other issues were identified during analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that crossing difficulties were encountered. The target lesion was located the moderately tortuous and moderately calcified right coronary artery. A 4.00 x 48 mm synergy ii des stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.